Event description:
On (B)(4) 2014, the patient was implanted with two gore excluder aaa endoprostheses and two gore viabahn endoprostheses. It was reported that during the procedure the trunk-ipsilateral leg endoprosthesis was explanted. The patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The patient¿s medications include: metoprolol, aspirin, atorvastatin, omeprazole, clopidogrel bisulfate.

Manufacturer narrative:
Additional device implanted and involved in the event - pxl161207/10909931.

Event description:
On (B)(6) 2014, the patient underwent treatment for shaggy aorta syndrome with two gore® excluder® aaa endoprostheses. The patient was also treated for arterial occlusive disease in the left common iliac with two gore® viabahn® endoprostheses. The trunk-ipsilateral leg component was reportedly implanted with no issue. It was reported that prior to deployment of the iliac extender component, the delivery catheter was verified to be within the contralateral gate of the trunk. After deployment of the iliac extender, imaging reportedly showed the device had been deployed outside of the contralateral gate. It was reported that imaging also showed the trunk was unintentionally partially covering the left renal artery. The cause of the partial coverage is reportedly unknown. The physician elected to convert the patient to open repair. The iliac extender and the proximal portion of the trunk were explanted. The aorta was then surgically repaired. The two viabahn devices were reportedly left in place. The patient tolerated the procedure.